Manufacturer narrative:
Patient identifier: sids = (B)(6). This report is being filed on an international product, alinity I toxo igg, list number 7p45-32, that has a similar product distributed in the us, list number 07p45-40/-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I toxo igg results for a pregnant female patient. The result was reported to the physician. A new sample from the patient generated a reactive result. The first sample was then sent out for confirmation by western blot method which came back as positive. The following data was provided: sid (B)(6), on (B)(6)2023, alinity I toxo igg initial result = 1.18 iu/ml (nonreactive) repeat result = 1.1 iu/ml (nonreactive).sid (B)(6), western blot result = positive. On (B)(6)2023 , alinity I toxo igg, result from new sample = 4.7 iu/ml (reactive). Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive , 1.6 to < 3.0 iu/ml = grayzone , >/= 3.0 iu/ml = reactive. On (B)(6) 2023, the customer provided additional information and further clarification for the testing performed on (B)(6) 2023 as well as the western blot result. The following data was provided: the patient is a 31-year-old female. On (B)(6) 2023 sid (B)(6). (New sample): initial result = 4.62 iu/ml (reactive), repeat result = 4.67 iu/ml(reactive). Biorad immunoblot results: presence of anti-p30, absence of anti- p31,absence of anti-p33, presence of anti- presence of anti-40,presence of igg anti-toxoplasma gondii confirmed no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I toxo igg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 46257be00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. The testing included one seroconversion panel; the same bleeds of the panel were detected by the complaint lot as historical lots. Based on this investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 46257be00.

Event description:
The customer observed false nonreactive alinity I toxo igg results for a pregnant female patient. The result was reported to the physician. A new sample from the patient generated a reactive result. The first sample was then sent out for confirmation by western blot method which came back as positive. The following data was provided: sid (B)(6) 2023 alinity I toxo igg initial result = 1.18 iu/ml (nonreactive); repeat result = 1.1 iu/ml (nonreactive) sid (B)(6) western blot result = positive. (B)(6) 2023 alinity I toxo igg result from new sample = 4.7 iu/ml (reactive). Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive. 1.6 to < 3.0 iu/ml = grayzone. >/= 3.0 iu/ml = reactive. On (B)(6) 2023, the customer provided additional information and further clarification for the testing performed on (B)(6) 2023 as well as the western blot result. The following data was provided: the patient is a 31-year-old female. (B)(6) 2023 sid (B)(6) (new sample): initial result = 4.62 iu/ml (reactive); repeat result = 4.67 iu/ml(reactive). Biorad immunoblot results: presence of anti-p30. Absence of anti-p31. Absence of anti-p33. Presence of anti-p40. Presence of anti-p45. Presence of igg anti-toxoplasma gondii confirmed. No impact to patient management was reported.